Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a clinical study underwent a da vinci assisted low anterior resection (lar) for chronic diverticulitis on (B)(6) 2024. During the surgery, the left ureter was injured during mobilization of the sigmoid colon mesentery. While dividing the mesentery with the vessel sealer instrument, the left ureter was accidentally cut and a partial opening in the lumen was noted. A urologist was consulted intra-operatively and cystourehroscopy with left ureteral stent placement, cystoscopy with right ureteral catheter placement and left ureteroureterostomy were performed as the repair. The patient was hospitalized for 10 days. There was no report of malfunctions of da vinci devices during the procedure. The surgeon believed that the iatrogenic injury of the left ureter was secondary to hydroureter and hydronephrosis from a distal obstruction and adherence of the dilated ureter to the sigmoid colon mesentery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the a video of the procedure was conducted by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, at the 1hour and 47 minutes into the procedure, the vessel sealer extend (vse) instrument was used to control a bleed and inadvertently partially transects the ureter. The ureter appears to have been behind the bleeding tissue within the jaws of the vse instrument, such that when the vse instrument sealed and cut the bleeding tissue, the ureter was cut as well.